Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited a ventricular fibrillation (vf) episode. Technical services (ts) reviewed device data and determined the vf was triggered by an ectopic beat and was stable. Ts suspected the vf was ventricular driven. However, this ICD delivered a shock, and the stable vf accelerated to unstable vf. The patient was referred to electrophysiology (ep). This ICD remains in service. No additional adverse patient effects were reported.